Manufacturer narrative:
(B)(4). The actual device involved in the reported incident were discarded and not available for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event #1: reports three items leaking at luer lock; leaked chemo causing spill. Customer discarded samples.